Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer had a high temperature of 101.6 and was dry heaving constantly. The customer's blood glucose level at the time of admission was 250 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The insulin pump was turned off when the customer was admitted and he was put on an insulin drip. When the customer came home he inserted a new sensor but it did not give any readings. The customer changed out a second sensor and it was reading fine. It was noted in troubleshooting that there was a possible radio frequency interference. The customer was sent a replacement for their sensor. The customer was advised to call back if the problem continues. The device will not return for analysis.